Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported interference could not be conclusively determined through this evaluation. A direct correlation between the reported events (telemetry interference, ventricular fibrillation) and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. Analysis of the submitted log files appeared to show the pump functioning as intended. The system controller event log file contains data from (B)(6) 2019 at 07:02 through (B)(6) 2019 at 15:25. The fixed speed was set to 5500 rpm, motor power ranged from 3.933-4.324 mw, calculated average flow ranged from 4.1-5.1 lpm, and calculated pi average ranged from 3.3-6.5 for the duration of the file. No atypical alarms were captured for the duration of the file. The system controller periodic and lvad log files were also reviewed and no atypical events were captured. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU also explains that the hm3 pump may cause interference with icds and if electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. The IFU also states that if a patient receives a heartmate 3 lvad and has a previously implanted device that is found to be susceptible to electromagnetic interference, which could affect programming, the manufacturer recommends replacing the ICD or ipm device with one that is not prone to programming interference. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been implanted with an implantable cardioverter-defibrillator (ICD) and a heartmate 3 left ventricular assist device (lvad). The patient felt several shocks, and upon interrogation it was difficult to make a telemetry connection. The connection could only be made by shielding with a cover. Several ventricular fibrillation (vf) episodes were noted in the memory with inadequate therapies. Technical support was contacted and responded that it is possible that the lvad was interfering, though it is not something seen on a daily basis. When technical support did a comparison and it did appear that some of the signals may have been from interference from the lvad. There were some signals on the discrimination channel (not sensed by the device) which were regular and may have come from the lvad. There were also some signals actually sensed by the device that were regular, and they may have been related the lvad, as well. It was noted that the vf episodes with shocks looked different. The discrimination channel did not pick up other signals and some channels were much larger in amplitude. A broken electrode in the ICD was identified as a potential cause of false positive detection. The customer blamed the ICD itself. Hospital is discussing a potential exchange of the ICD and electrodes.